Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test and occlusion test. Unit was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. Pump was tested with no finish loading alarm and no bolus anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call of receiving a finish loading alarm after refilling reservoir and taking 6 units of insulin. Customer reported that insulin pump was showing that there was not insulin left in pump. Customer's blood glucose was 532 mg/dl. After troubleshooting, customer was advised to monitor insulin pump. Customer also inquired on scroll wrap feature as a couple of weeks before call insulin pump delivered a bolus and thought low blood glucose was his fault. Customer was advised that insulin pump would need to be replaced.